Event description:
The customer reported that the screen on his insulin pump began to scroll while he was trying to give himself a bolus, indicating a keypad malfunction. The customer's blood glucose was 105 mg/dl. He stated that the insulin pump may have been exposed to perspiration. The customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Insulin pump had minor scratches on display window, cracked display window corner and cracked reservoir tube lip.